Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels but did not receive a low reservoir alarm from their insulin pump. The customer stated that the low blood glucose is a common occurrence and inquired when they were eligible for an upgrade on their insulin pump. The customer did not mention any form of treatment for the low blood glucose. The device was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.